Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/17/2019. It was reported performance needle breakage. An actual suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn¿t be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a distal radius fracture surgery on (B)(6) 2019 and suture was used on the subcutis. During the procedure, when placed the needle on the table downwardly, a scrub nurse noticed that the needle tip had been broken. The needle fragment has been found. It was confirmed by x-ray that no needle remained in the patient. It was opined by the nurse that the needle tip was broken when it was grasped and pulled out. It was opined by the surgeon that the needle tip was broken when the needle holder was placed on the table. The patient has been discharged from the hospital. There were no adverse consequences to the patient. No additional information was provided.